Manufacturer narrative:
(B)(4). Date of initial report : 6/08/2016. To date the device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during initial testing of new console, false positives occurred with the rf body scanner mat and rf wand. Sponges were detected when none were present. False detection would not occur when the accessories were used with other consoles.

Manufacturer narrative:
(B)(4). Date of initial report : 08 june 2016. Date of follow-up report: 27 feb 2017. Evaluation summary: the console was returned and evaluated. The reported condition that false positive sponge detection occurred was not confirmed. The investigation did not identify anything that would have caused or contributed to the reported event. The device was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. The concomitant devices have not been received for evaluation.